Manufacturer narrative:
Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a robotic assisted laparoscopic hysterectomy, the patient experienced a vaginal laceration. In addition to the delineator, the ally ii ups was being utilized during the procedure. Laceration was sutured, vaginal packing was placed and the patient was stable. Ad750-ke35 koh-eff 2025-10-0000457.

Manufacturer narrative:
Updated: b4, g3, g6, h2, h3, h6, h11. Distribution history a distribution history record review was not possible for this product as the lot number was not provided for investigation manufacturing record review: a DHR review was not possible as a lot number was not provided. Historical complaint review a review of the 2-year complaint history did not show similar reported complaint conditions where laceration was involved with this product. Product receipt the complaint product has not been returned to coopersurgical. Visual eval. Evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional eval. Evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. Any relevant customer or clinical information there was no relevant customer or clinical information provided. Root cause no definitive root cause for this issue could be reliably determined at this time, as the product was not returned for evaluation, nor information such as the lot number was provided

Event description:
No additional information.